Event description:
It was reported that hypovolemic shock occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024 using a watchman access system (was) and a watchman flx laa closure device & delivery system (wds). The closure device was successfully implanted and the patient was discharged home on (B)(6) 2024. The patient was then readmitted to the hospital the same day with hypovolemic shock due to extravasation into retroperitoneum from inferior epigastric artery.